Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that after the memory bank was disassembled and reassembled back after 5 minutes, no failures were found. The navigation system then passed the system checkout and was found to be fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733579 h6: b01, c13 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a manufacturer representative (rep) checked the system and it reported there was no signal on monitor when power on. The rep disassembled the memory bank, and assembled back after 5 mins later. Then the system worked normally. There was no patient involvement. (B)(6) 2025 e1 (rep, for): no new information.